Manufacturer narrative:
Inspected one opened/used sensor and found sensor cannula retracted inside of the sensor. Unable to confirm if customer received sensor damage due to customer returning sensor opened/used. The sensor was missing needle.

Event description:
It was reported that the sensor electrode may be stuck in the customers' body or in plastic piece of the sensor. Customer stated that the electrode is gone. Customer's blood glucose reading at the time of the call was 16.1 mmol/l. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.